Manufacturer narrative:
The field service representative replaced the nozzle tip. He performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The qc was acceptable. The calibration data showed several "dupe" alarms. The alarm trace showed multiple "abnormal aspiration" alarms. The field service representative cleaned the sample pipettes, performed adjustments, cleaned and decontaminated the vacuum line, aspired the cuvette washing unit, replaced the cuvette dryer, performed maintenance on the photometric unit, and performed preventative maintenance. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 4 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 10.6%, and the repeated result was 6.71%. Patient 2: the initial result was 8.32%, and the repeated result was 6.08%. Patient 3: the initial result was 18.6%, and the repeated result was 6.15%. Patient 4: the initial result was 13.3%, and the repeated result was 5.57%. The samples were repeated due to some of the results not matching the clinical history of the patients.